Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 85 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.